Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012, due to disassociation of the humeral tray. The taper of the tray was still intact. The surgeon believed the disassociation stemmed from failure to seat the taper properly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity".